Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that while in patient use the ventilator shows motor fault alarm. The patient was placed on another ventilator, no patient harm.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the main board and visually inspected part. Exhal flow transducer was modified, and barometic press was broken. No further investigation can be completed with modified transducers.